Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one gia 60-3.8 single use reloadable stapler with one loading unit opened by the account. The initial visual inspection of the instrument by the pmv investigator noted that a staple was found in the knife blade channel. The visual inspection of the cartridge noted that the single use loading unit was partially applied. The safety interlock was triggered. Microscopic inspection of the knife blade displayed damage. The sulu was reset and unloaded and loaded repeatedly without difficulty. Functional evaluation of the instrument and loading unit was not conducted. The initial review of the complaint by engineering verified the observations made by the pmv investigator. Engineering confirmed that the loose clip in the knife blade channel is not from the gia60-3.8mm instrument. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of this condition may occur if the loading unit and knife blade was applied over an obstruction or thick tissue during clinical application. The loose staple found could have obstruct the path of the knife, interrupting the firing, and damaging the knife blade. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4)

Event description:
According to the reporter: upon the fifth firing of the device during an operation on the gastric tube, the surgeon attempted to fire the device; however, the knob was stiff and stuck. A new handle was opened to correct the problem. There was additional tissue resection as a result of the issue, resulting in tissue loss. Additional information was received confirming that the device could be fired at least partially, but the circumstances which precipitated the loss of tissue are currently still unknown.